Event description:
Additional information: it was reported that the patient stayed in the hospital due to the high urgent transplant listing. On (B)(6) 2019, the pump could not maintain fixed speed again for several moments. The issue was replicated until the next morning. The patient decompensated subsequently and was transferred to the intensive care unit (ICU). An emergency pump exchange was performed on (B)(6) 2019. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusions: review of the log files provided by the account confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained multiple stop events on 2jan2019 and 14jan2019 through 15feb2019. These events occurred while the patient was connected to both the power module and battery power and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. Multiple attempts for product return were sent; however, the product has not been returned to date. The relevant sections of the device history records for (B)(4) (documents #104037, 103010, and 95881) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2011 via customer order (B)(4). The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported distal end percutaneous lead replacement due to a suspected short-to-shield was reported under medwatch MFR report # 2916596-2018-04368. Approximate age of device ¿ 7 years and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that during a routine outpatient clinic, log files were downloaded and a short event was noticed where the pump could not maintain fixed speed during battery support. The distal end of the percutaneous lead had already replaced at the end of (B)(6) 2018 due to a suspected short-to-shield. The patient was admitted to the hospital and will be discussed for high urgent transplant listing because an internal driveline issue is suspected. It was reported that a pump exchange is not an option at the moment. No additional information was provided.